Manufacturer narrative:
Analysis found that the device had a daq b connection failure and an older version of components. The defective connector pcba was replaced. Loctite was applied to the connectors. The device was upgraded according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the preamplifier b port needed repair and that the device was not working properly during the procedure. There was no patient impact.